Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on (B)(6) 2018 from an health care provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 12.5 mcg/day). It was reported that the patient was seen by an hcp on (B)(6) 2018. The notes from that appointment indicated that the patient had fallen in a walmart on wet flooring and landed on her intrathecal pump site on (B)(6) 2018. She began to experience increased spasticity shortly after that fall. A follow-up dye study was attempted but they were unable to aspirate cerebrospinal fluid from the catheter access port (cap). Based on that, the patient was referred for a catheter replacement, which was neither planned nor scheduled at the time of the report. Additional information indicated that the patient had another dye study on (B)(6) 2018. The hcp was initially unable to aspirate cerebrospinal fluid from the cap, but after giving a small bolus of preservative free normal saline, the hcp was able to aspirate freely. Dye was injected and the whole catheter was visualized and no kinks, breaks or tears were seen. The dye only exited the catheter into the intrathecal space. No issues were noted at all. The pump was refilled with drug and a bridge bolus was programmed. No further complications were reported.